Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the membrane panel connector housing was broken.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the disposable was slowing down in the middle of the case. Another like device was used to complete the procedure with no adverse patient consequences. It was unknown if the disposable was swapped or not.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.